Manufacturer narrative:
The customer evaluated the device.

Event description:
The customer contacted philips healthcare to report that a red x in the ready for use (rfu) indicator. There was no reported patient involvement/adverse patient impact.